Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker longevity went from fourteen to seven years remaining, after nine months had elapsed. Data analysis confirmed that the patient had high atrial rate and signal alert monitor (sam) sensing, which has increased the power consumption. Technical services discussed with the health care professional (hcp) to consider programming the device to a non-atrial brady mode, turn off the atrial lead, and disable sam. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.